Event description:
It was reported that the device had "stopped working", but the event date was not provided.  The pt did not use the device for 10 years.  The hcp who called stated the pt was ongoing spine pain and opioid abuse, but they couldn't provide specifics.  The hcp was not aware of any allegations or issues with the system, they were calling about eligibility for a head scan.   Tss reviewed options.  The pt called later after the hcp called stating they needed an MRI scan of their head, but they couldn't get the programmer to connect to the ins to show the ins was off.  Pss reviewed longevity of the device and MRI guidelines.  The pt was redirected to their doctor.  No symptoms reported.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.